Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical products: catalog #: 185202, 360 tibial tray with locking bar and screw, lot # 482370; catalog #: 148317, biomet splined knee stem, lot # 494770; catalog #: 183862, vanguard ssk tibial bearing , lot # 126790; catalog #: unknown, unknown palacos cement, lot # unknown; catalog #: 185650, vanguard tibial cruciate wing, lot # 947590. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Reported event was unable to be confirmed due to the fact that the product remains implanted. Device history record was reviewed and no discrepancies were found. The reported components were reviewed for compatibility with no issues noted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event could not be provided as the device is still implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-04691, 0001825034-2018-04689, 0001825034-2018-04690, 0001825034-2018-04688, 0001825034-2018-08867. Remains implanted.

Event description:
It was reported that the patient experienced severe pain at 6 months and one year post op. Physical therapy was used as treatment approximately 4 months after the patient first complained of pain and the issue was resolved.